Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect anchor alignment, excessive levering, probing the device, off axis pound-in of anchor. Incorrect alignment, probing/ levering the device or off axis pound-in of anchor can result in anchor damage or premature detachment. The instruction for use (¿IFU¿) were reviewed and were found to provide clear and thorough instructions for use and it outlines warnings and precautionary measures when using the device such as: caution: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. A review of manufacturing records for this lot number found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported two multifix peek implant tips broke during insertion. The broken devices were retrieved, however, an additional bone hole was required to complete the procedure using a competitive device. There have been no reported patient complications.